Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic adhesions ("lysis of adhesions"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic adhesions (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with medroxyprogesterone acetate (provera), surgery (operative laparoscopy and partial salpingectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic adhesions, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abortion spontaneous, device dislocation, menorrhagia, menstrual disorder, pelvic adhesions, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: underwent unspecified treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Event sadded per pfs: pain, abnormal bleeding menorrhagia, abnormal bleeding vaginal. Pain was recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic adhesions ("lysis of adhesions"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 29-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tube" on (B)(6)2011. The patient's medical history included gravida ii, parity 1, caesarean section, herpes simplex and dysfunctional uterine bleeding. Pt is a non smoker. Concurrent conditions included depression, anxiety and abdominal pain. Concomitant products included celecoxib (celexa), docusate sodium (colace), ethinylestradiol;norgestimate (sprintec), ferrous sulfate (feosol), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), oxycodone hydrochloride;paracetamol (percocet) and progesterone. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6)2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In january 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish/ anxiety"). The patient was treated with medroxyprogesterone acetate (provera), paracetamol (acetaminophen) and surgery (operative laparoscopy and partial salpingectomy on (B)(6)2012 and lysis of adhesions). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic adhesions, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic adhesions, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: underwent unspecified treatment due to complications from the essure device. Discrepant information received in pfs regarding essure removal- plaintiff claimed that she had not removed essure. Discrepancy noted in essure insertion date, in previous fu it was (B)(6)2011. Bilateral ostia visualized 3 trailing coils of the essure device on the right and 1 trailing coil of the essure device on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: essure device was successfully occluded; on (B)(6)2011: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received. Reporter's information and lot number was added. Concomitant drugs, concomitant diseases, historical condition and lab data was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic adhesions ("lysis of adhesions"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 29-year-old female patient who had essure (batch no: 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude fallopian tube" on (B)(6) 2011. The patient's medical history included gravida ii, parity 1, caesarean section, herpes simplex and dysfunctional uterine bleeding. Pt is a non smoker. Concurrent conditions included depression, anxiety and abdominal pain. Concomitant products included celecoxib (celexa), docusate sodium (colace), ethinylestradiol;norgestimate (sprintec), ferrous sulfate (feosol), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), oxycodone hydrochloride;paracetamol (percocet) and progesterone. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In january 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish/ anxiety"). The patient was treated with medroxyprogesterone acetate (provera), paracetamol (acetaminophen) and surgery (operative laparoscopy and partial salpingectomy on (B)(6) 2012 and lysis of adhesions). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic adhesions, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic adhesions, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: underwent unspecified treatment due to complications from the essure device. Discrepant information received in pfs regarding essure removal- plaintiff claimed that she had not removed essure. Discrepancy noted in essure insertion date, in previous fu it was on (B)(6) 2011. Bilateral ostia visualized 3 trailing coils of the essure device on the right and 1 trailing coil of the essure device on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic adhesions ("lysis of adhesions"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with medroxyprogesterone acetate (provera), surgery (operative laparoscopy and partial salpingectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic adhesions, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, menorrhagia, and vaginal haemorrhage outcome was unknown. The reporter considered abortion spontaneous, device dislocation, menorrhagia, menstrual disorder, pelvic adhesions, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: underwent unspecified treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: on (B)(6) 2018: pfs received, reporter information updated, events onset added, patients height added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic adhesions ("lysis of adhesions"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a 29-year-old female patient (gravida 2, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 1. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with medroxyprogesterone acetate (provera), surgery (operative laparoscopy and partial salpingectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, pelvic adhesions, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic adhesions, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: underwent unspecified treatment due to complications from the essure device. Discrepant information received in pfs regarding essure removal- plaintiff claimed that she had not removed essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Event onset dates added. New events depression and mental anguish added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.